Event description:
It was reported that the in-patient presented with inappropriate therapy. The right ventricular (rv) lead was over-sensing noise causing inappropriate anti-tachycardia pacing. The physician capped and replaced the rv lead on (B)(6) 2021. The patient was stable.